Event description:
The customer reported that the top of reservoir is too loose. The caller sated that the cap flops back and forth. The customer changed the infusion sets and his blood glucose has been fine since. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected two opened and used reservoirs. Checked reservoirs snap-cap width dimensions. Reservoirs passed per specifications. Performed test with new lab infusion set. Both reservoirs passed per specifications. Found both reservoirs easy to connect and release. No connector anomaly was observed during analysis.